Event description:
Philips received a complaint from the biomedical engineer (biomed), reporting that the v60 ventilator was not stable on the stand. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The biomed reported that the device screen came loose from the stand. The device was then reattached to the stand, and the thumbscrews were used to secure the device to the stand. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up was performed with the biomedical engineer (biomed), and it was reported that while transporting the patient, the device was observed to be loose. The patient was moved to a different ventilator. No patient or user harm reported. The biomed also reported that during the evaluation of the device/stand, it was observed that the thumb screws unthreaded. The biomed did not specify how the screws became unthreaded. No further details were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.